Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the circuit and antenna of a spectrum wireless battery module were burnt. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported burnt circuit and antenna, which was confirmed during evaluation through visual inspection. The cause was determined to be fluid intrusion. The device was determined to be unserviceable due to the observed failures. Should additional relevant information become available, a supplemental report will be submitted.